Manufacturer narrative:
The customer¿s stated issue of syringe module infused at the wrong rate was not confirmed. The log review found no programming errors that would explain a report of over infusion. The infusion started at a rate of 0.148 ml/h with a pressure disc inserted. Later an occlusion occurred and the system backed off the disposable plunger resulting in a slightly greater volume in the syringe. The small discrepancy in the syringe volume is believed to be due to the patient occlusion experienced at 12:20:33 pm and the subsequent back-off that occurred. However, this cannot be confirmed because the pcu in use at the time of the event was not received and therefore the volumes infused recorded in the logs could not be determined. The rate was also changed by the user later at 12:47:01 pm to 0.1036 ml/h. Functional testing consisting of occlusion testing, barrel clamp accuracy, plunger height accuracy, plunger force accuracy testing performed on the source pump module found the device operating in specification. Inspection: an internal and external inspection were performed on the source device. There were no observations of fluid ingress in the front cover or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui has dried fluid on all pins and the common ground plate on each of the screw wells the proximate cause of the customer¿s complaint is suspected to be due to a software design that occurs following a patient side occlusion. When a pressure alarm limit is reached, the system will automatically back up the plunger movement until the pressure in the line returns to normal. Inadvertently, the user perceived the negative volume infused as a discrepancy; however, the system is performing as designed. Device history review: review of the sn: (B)(6) service history record showed the device had a manufacture date of 17apr2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 05oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the syringe pump infused at wrong rate. At 1200 IV time reading the syringe pump at 0.74ml infused, with the next available reading time of IV infusion pump reading 0.75ml infused at 1500. Restarted syringe pump, noticed after this infusion began increasing again. Nurse educator and charge nurse were made aware; medication syringe, tubing, and syringe pump were changed, continued to monitor, and no further issues noted. There was no patient impact and remains comfortable. It was noted that the medication involved was fentanyl 10mcg/ml running in d5w at 0.7mcg/kg/min with 1.48kg weight at 0.1ml/hr.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the syringe pump infused at wrong rate. At 1200 IV time reading the syringe pump at 0.74ml infused, with the next available reading time of IV infusion pump reading 0.75ml infused at 1500. Restarted syringe pump, noticed after this infusion began increasing again. Nurse educator and charge nurse were made aware; medication syringe, tubing, and syringe pump were changed, continued to monitor, and no further issues noted. There was no patient impact and remains comfortable. It was noted that the medication involved was fentanyl 10mcg/ml running in d5w at 0.7mcg/kg/min with 1.48kg weight at 0.1ml/hr.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that the syringe pump infused at wrong rate. Although requested, additional information was not provided.